Manufacturer narrative:
A review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were (B)(4) other complaints for the reported issue. One complaint sample was returned for evaluation. The complaint sample was visually inspected and deemed nonconforming. The needle was bent approximately 15 degrees. An actuation test was performed and deemed nonconforming. The cutter does not open or close completely. A cut test was performed and deemed nonconforming. The cutter did not cut. The probe was disassembled and the components inspected. There was approximately 15-20 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was significant resistance felt when removing the inner cutter from the needle. The inner cutter was severely bent. There were wear marks at the bend area and gouge marks at the front of the inner cutter. The actuation test was retested after the disassembly and the test was deemed conforming. The initial test was deemed nonconforming, due to the cutter not closing. A retest showed the cutter was able to actuate. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. The complaint evaluation confirms the probe did not actuate or cut, which can be attributed to the customer¿s reported event. The root cause for the probe not functioning correctly is due to the bent needle and bent inner cutter. This bent needle condition appears to have occurred during its surgical use but it is not known how the needle and cutter actually became bent. A bent needle and inner cutter will cause interference between the two components and result in an actuation failure. The probe could not have been shipped in the condition the probe was received back for evaluation as the needle would not have been able to fit into its protective cap. No specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation, but was not due to the manufacturing of the probe. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation failure of the vitrectomy probe occurred during surgery. The condition of aspiration is unknown. The surgery was performed and completed after replacing the product with another one. There was no patient harm. Additional information and product sample have been requested.